Event description:
Per pt, on saturday syringe shot out of the pump, was able to finish the infusion after placing syringe back into pump. Pump won't wind up anymore. Per pt, had respiratory illness for past month, maybe covid since pt husband had covid that was found upon testing at hospital. Pc report submitted. Forwarded to raven psr for scheduling. Serial number- (B)(6). Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, what is the outcome of the event? Resolved. Diagnosis for use: nonfamilial hypogammaglobulinemia.